Event description:
Information was received from a healthcare provider regarding a patient who was receiving compounded baclofen, bupivacaine, and dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that  the patient came to the clinic today for a refill and they noted a motor stall had occurred on (B)(6)2025 which on that day the patient had magnetic resonance imaging (MRI) and did not have the pump status checked post MRI. They did the refill and updated the pump. The motor stall recovered. Discussed MRI labeling and telemetry state condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.